Manufacturer narrative:
H11 (additional manufacturer narrative) was corrected. This supplemental MDR was created to retract the submitted MDR. The failure will not cause or contribute to serious injury/death. There was no patient involved. The user is instructed to inspect the battery routinely to ensure the battery is functional. Therefore, the event is considered non-reportable.

Event description:
The customer reported, the locking mechanism on the autopulse nxt li-ion battery (sn: (B)(6) spins freely and doesn't lock into a secure position. The battery slides out of the autopulse nxt platform easily. The issue was noticed during shift check. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The nxt li-ion battery in the complaint has not been returned for investigation. Therefore, a physical investigation cannot be performed. If the device is received for investigation/evaluation, the ccr will be re-opened.